Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. The technician determined that the malfunction was caused by faulty solenoid manifold.

Event description:
The customer reported that ltv 1000 was delivering high pressure. At this time, there is no information regarding patient involvement associated with the reported event.